Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed noise on the right atrial lead. The device was reprogrammed; the discriminator was changed to ventricular only. The patient's condition was fine.